Event description:
Hill-rom rec'd a report from a hill-rom technician stating the brakes were not holding. The bed was located on the 1st floor at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the left foot brake caster was out of adjustment. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2010 - 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician adjusted the brake caster to resolve the issue. Based on this info, no further action is required.